Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. While inserting the steerable guide catheter (sgc) into the left atrium, air was observed in the atrium. No device leak was observed. Inotropes given to the patient to remove the air. The physician decided to remove the device and discontinue the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.